Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a dim, reddish colored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box history revealed evidence of a time/date reset on (B)(6) 2013 after a 7 minute power reset event between 10:32 am and 10:39 am. The date was observed to have been reset to the correct settings after 6 hours to (B)(6) 2013; 4:35 pm. The pump powered on and displayed the verify screen. The display screen was observed to be dim with a reddish contrast upon start up. The pump was primed and exercised for 24 hours. No alarms occurred during the duration of the test. The pump was powered off for 6 hours, and then powered on. The time/date settings were observed to be at the default settings after less than 24 hours of the power reset event. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6)